Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecytectomy procedure, the scope was foggy. No pt injury was reported. The surgeon used another device.